Event description:
Information was received from a consumer (con) via healthcare provider (hcp) who was receiving unknown drug via an implantable pump for unknown indications for use. The hcp stated, "patient's ptm able to retrieve settings to 99% and then loses communication with pump". The hcp reported that the patient started having trouble with their handset right after the pump was replaced. The patient said that the communications stalls at 91% for 3-5 minutes and then the patient was able to get the bolus. The patient stated that they called in the past but there was no record per patient services. An email was sent to the repair department. No symptoms/patient complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: a820, serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.